Event description:
It was reported that an instrument fogged during an unspecified spinal surgery. No patient complications were associated with this event.

Manufacturer narrative:
(B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.